Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because sufficient clinical data was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the patient reports during a follow up visit his pressure was in the mid-20's, but an 'observation' was made concerning his weak eye. No other information was reported pertaining to this observation, however a follow up visit will be made in a few months. The patient is being sent to a different office that houses adequate testing equipment for this new observation.

Event description:
Additional information received from the surgeon reports the contact dermatitis occurred one year following surgery. He also reports the iop spike is unrelated to the implanted device or the surgery but rather it is likely a steroid responder from the medications used to treat the contact dermatitis. The spike resolved after three days of meds.

Manufacturer narrative:
Additional information provided in a.2., b.3., b.5., b.6., b.7., d.6., d.11., g.1., and g.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following implant of a micro-filtration device, increased pressure was experienced. Medications were required. The consumer also reported having experienced contact dermatitis in the same eye. Additional information was requested.